Event description:
Event description: (B)(6) 2011 health care professional reported patient lost weight, generator flipped over and lost communication. (B)(6) 2011 medtronic return product received. (B)(6) 2011. Hcp letter: cause of event unknown. Device replacement occurred (B)(6) 2011. The generator had flipped, the incision had partially opened and the patient was unhappy with programming. Patient outcome was good.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report sent when analysis is completed.

Event description:
Additional information received reported the event was due to the implantable neurostimulator (ins) flipping. A surgical intervention took place and a replacement occurred (B)(6) 2011. The ins was replaced with a non-rechargeable ins. Additionally, the incision had partially opened and the patient was not happy with programming the stimulator. The patient outcome was good. There was a non-serious injury/illness.

Manufacturer narrative:
Analysis of ins model 37711 serial# (B)(4) showed no anomalies. The trace report showed 16 charging cycles. The last charging session was on (B)(6) 2011 and lasted 19 minutes. The battery charged from 3.915v to 3.915v. The coupling record of the last 6 patient recharge sessions showed 3@100%, 1@87.5%, and 2@75%. The battery was recharged for analysis. The ins passed all functional and visual testing with a good stable output on all electrode pairs.

Event description:
It was reported that the pt lost weight, causing the generator to flip over and lose communication. The generator was explanted and replaced. It was reported that there was no pt injury.